Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported ineffective stimulation on her right side. Reportedly, the patient met with the sjm representative to troubleshoot the issue. Follow-up identified the issue still persists and the patient is currently without stimulation. In addition, diagnostic testing revealed several contacts with invalid impedance readings. As a result, surgical intervention was undertaken on (B)(6) 2016 during which time the lead was explanted and replaced with a new model. The issue is resolved.